Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood on the black polymer coating and no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire tip separation as the tip, tip coils and black polymer coating were separated, 2.2 cm proximal to the tip ball. The tip coils were stretched at the same location which is likely the result of the reported guide wire tip separation. The separated portion was returned. The black polymer material at the separation was stretched and jagged. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to dimple rupture, indicating ductile overload. The coil failure may be attributed to torsional overload. For the wire to fail in this manner, the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped with in the anatomy or another device in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. In this case, the lesion was described as moderately calcified and narrow and the vessel was described as moderately tortuous which could have contributed to the reported inability to cross the lesion and possibly resulted to the reported guide wire tip separation. Analysis also noted that the outer diameter of the guide wire proximal to the separation was measured with a laser micrometer and met manufacturing criteria. In order to ensure that tip separation and inability to cross the lesion does not occur as a result of a product quality deficiency, manufacturing inspects 100% of the guide wire tips after it is loaded into the dispenser, performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported inability to cross the lesion, guide wire tip separation and the noted stretched tip coils appears to be related to operational context of the procedure. A review of the finished device lot history records did not reveal any non-conforming material records (ncmr) associated with this lot which could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of a moderately tortuous, calcified, narrow vessel using a radial approach to open the right circumflex artery, the pilot guide wire was advanced but could not cross the target lesion. Reportedly, the guide wire became separated into 2 pieces at the distal end, however, was removed from the anatomy without issue. It was further noted that the patient weight was 'heavy' and visibility of the guide wire was difficult, therefore the patient therapy will be re-evaluated. There was no reported adverse patient sequela. Though requested, no additional information was provided.